Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "spins free" was not confirmed - the attachment performed as designed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(4) stating that the device "spins free". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.